Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Sections h6 and h11 were updated. Based on the results of the investigation, it is possible, that the poor lighting was caused by a failure of the front panel light emitting diodes. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the insufflator exhibited digital numbers light-emitting diode (led) on the front panel was dim. There were no reports of patient involvement.

Event description:
It was reported, the insufflator had a printed circuit board failure. The issue occurred during preparation for use. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.